Manufacturer narrative:
Event site postal code - (B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, gas loss in iab circuit alarm was generated on the console. The balloon catheter was checked because of a suspected leak, but no blood was drawn. The same issue occurred when the console was changed. According to the medical engineer in this facility, this reported iab catheter was used through the iabp therapy and no anomalies were noted on the iabp unit (cardiosave). There was no reported injury to the patient.

Event description:
It was reported during intra-aortic balloon(iab) therapy, gas loss in iab circuit alarm was generated on the console.the balloon catheter was checked because of a suspected leak, but no blood was drawn. The same issue occurred when the console was changed. According to the medical engineer in this facility, this reported iab catheter was used through the iabp therapy and no anomalies were noted on the iabp unit (cardiosave). There was no reported injury to the patient.

Manufacturer narrative:
Additional information. Return to manufacture date, date received by mfg, device not eval provide code, evaluation method codes ,evaluation result codes, evaluation conclusion codes, addtl mfg narrative/corr. Data. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint #(B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded with traces of blood on the exterior of the catheter. The extender tubing and pressure tubing were also returned. A catheter tubing kink was observed near the y-fitting at approximately 75.9cm from the iab tip. An underwater leak test of the balloon, catheter tubing, y-fitting, extracorporeal, extender tubing and pressure tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The evaluation cannot confirm the reported problem. We are unable to duplicate the clinical settings. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, gas loss in iab circuit alarm was generated on the console.the balloon catheter was checked because of a suspected leak, but no blood was drawn. The same issue occurred when the console was changed. According to the medical engineer in this facility, this reported iab catheter was used through the iabp therapy and no anomalies were noted on the iabp unit (cardiosave). There was no reported injury to the patient.